Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the internal magnet protruded through the skin subsequent to undergoing an MRI reported in the previous report on, january 8, 2015. It was also reported that the patient experienced an infection at the implant site and the device was explanted on (B)(6) 2014. This report is filed march 5, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.